Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. A lead revision was performed and the lead was capped. During the procedure the physician elected to change out the device. It was difficult to unscrew the right ventricular channel and the screw driver would turn freely without engaging the screw. The device was explanted and replaced and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Left ventricular (lv) capture management threshold stable at 1.125v until 2014 (B)(6); then threshold rises up to 6v by 2014 (B)(6) and then decreased to 2.75-3.75v. Last lv capture management measurements from 2015-02-06 to 2015-02-16 aborted due to high threshold.